Manufacturer narrative:
The pump was returned for investigation. Pump was returned for analysis. The visual inspection found no issues. The root cause of vascular damage was most likely patient condition related since the tissue at access site of the patient was ¿deep & doughy¿ per clinical description. The root cause of positioning issue was most likely patient condition related since the tissue at access site of the patient was ¿deep & doughy¿ per clinical description. The pump passed all post sterile inspection checks.

Event description:
The complainant reported that following impella cp implant the repositioning sheath could not be sufficiently advanced and hemostasis could not be achieved at the access site. The tissue was noted to be deep and doughy at the site. After multiple failed attempts to reposition the sheath, vascular surgery was consulted to perform a vascular cutdown and surgically repair a tear at the arteriotomy. Blood products were given to help treat the patient. The pump was able to successfully support the planned procedure following the intervention. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.